Event description:
It was reported that customer had high blood glucose levels of 600mg/dl. Customer treated with manual injections. Customer also reported that their new insulin pump never works, so she reverted to an older back-up pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).